Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found. Final device analysis of the catheter revealed the following: a partial catheter was returned. There was dark residue in dispensing holes on the catheter body, noted to have contributed to the event.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), product type catheter. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that this patient underwent a device related pump removal on (B)(6), 2013. No further details were provided. There was no patient injury associated with the event. The device system delivered morphine, as noted on the device summary. However, compounded baclofen was reported on the returned paperwork.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.